Event description:
It was reported that the patient experienced Infusion set fell off and reported high Blood Glucose (390 mg/dL), event on (b)(6) 2026.

Manufacturer narrative:
E1: Name- (b)(6)Street-(b)(6) Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. When additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380